Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the device alarmed insulin flow blocked alarm. Customer's blood glucose was 500 mg/dl. Infusion set cannula was bent. After troubleshooting, customer will not be returning the insulin pump for analysis.